Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to gastrointestinal bleeding. Additional information regarding the gastrointestinal bleeding has been requested, but not yet provided. The manufacturer¿s technical services reviewed log files submitted on 05/16/2017 and 05/23/2017. The log file data submitted on 05/16/2017 and the system appeared to be operating as designed within the set pump parameters.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.